Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that during implant the helix on the right ventricular (rv) lead had a problem and could not be fixed well. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.